Event description:
Caller reported cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Caller successfully loaded a new cartridge with the assistance of cts following proper load technique and was able to resume insulin therapy, resolving the issue.